Event description:
Permanent dual-chamber pacemaker inserted in 2004 for av block, second degree. Developed signs of infection 3 days later with fever, chills, nausea and vomiting. Culture showed staph aureus. Infection due to contaminated device or wires. Device removed. Surgical placement sterile, in or, by long term cardiologist.